Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tip on the harmonic curved shears instrument was observed to be missing.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the harmonic curved shears instrument will only have a tip if there is a harmonic curved shear insert accessory installed. Engineering evaluation also found that one of the housing snap tabs is broken. The housing can be removed as a result of damage. The tube is also slightly and it does not align straight with a ruler and the tube does not rotate 360 degrees. Engineering has concluded that the damage to the housing and the tube is likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.